Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing difficulty establishing communication between the charging system and ipg. A new charging system was issued to the pt; however, it was returned to the manufacturer as the pt does not have a permanent address at this time. Additional info received identified the (B)(4) medical representative was able to meet with the pt and provide a loaner charging system. During that meeting, the pt reported he had been to the emergency room to address burning at the ipg pocket site. Stimulation was off and no longer functioning when the pt began experiencing the burning sensation. The (B)(4) representative requested the pt contact him should the problems persist after using the charging system provided. No further info is available at this time.